Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent an excision of mid-urethral sling, urethrolysis, urethroplasty, and cystoscopy on (B)(6) 2014, due to mesh complication, pelvic pain and recurrent utis. It was reported that the patient underwent burch cystourethropexy, bilateral vaginal defect repair and cystourethroscopy on (B)(6) 2014, due to sui. No additional information.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat subserosal leiomyoma of uterus, enterocele, stress urinary incontinence, pelvic pain and endometriosis and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/13/2016. It was reported that following insertion the patient experienced frequency, urgency, incontinence, scar tissue, and hematuria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria.

Event description:
It was reported that following insertion the patient experienced dysuria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with total abdominal hysterectomy due to pelvic pain, recurrent endometriosis, uterine fibroids, stress urinary incontinence, and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, frequent urinary tract infections, dyspareunia, and urinary dysfunction. It was reported the patient had cystogram, cystourethroscopy on (B)(6) 2008 due to recurrent urinary tract infections and concern for mesh erosion, the results reported as a normal. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.